Manufacturer narrative:
The patient sample was returned for investigation. The investigation results indicate that a streptavidin interfering factor is not present in the sample. Taking the difference of the ft3 values, generated with different types of analyzers from roche diagnostics, into account, an interfering factor is most likely present. These different values may be caused by the different physical reaction conditions of the ft3 assay and the effect thereof on the interfering factor. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." It needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. A general product problem could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). The patient's sample was requested for return to be investigated. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module. The serial number used at the customer site was requested but not provided. Refer to highlighted sections on attachment "(B)(6)" for patient results. The results were reported outside of the laboratory.